Event description:
End user set joystick on the turtle of her tdxsp-mcg power wheel chair but chair accelerated rapidly and ran into door and side wall. End user injured her right hand ring and pinky finger. She sustained bruising and swelling as a result of this injury but did not seek medical attention.